Event description:
It was reported that while using the surgical fiber during a prostate procedure, the first fiber "mirror broke" at 130,000 joules and 17 minutes of use. A second fiber was used and that fiber as also had "mirror broke." The case was completed with a "turp." Patient outcome: "no injuries to the patient." This report is for the second fiber.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and the metal cap are not aligned; the fiber was tested with hene laser fixture, aim beam is present at the output window; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The second fiber was used at 240,000 joules and 32 minutes of use. The fibers were cleaned during the procedure.